Event description:
The customer reported a negatively biased total beta-hcg result for a quality control fluid. No patient sample total beta-hcg results were reported following the failed qc. There was no report of patient harm.